Manufacturer narrative:
Medwatch voluntary MDR report #: mw5120059.

Event description:
It was reported that the lead was capped, due to a product performance issue. No additional adverse patient consequences were reported. No further information was available.